Manufacturer narrative:
A getinge field service engineer (fse) reported that the unit can be used normally after replacing the following parts: safety disk, drive manifold, 5000 hrs kit, purge valve assembly. The fse reported that the unit has passed all functional and safety checks per factory specifications and has been returned to the customer and is ready for clinical use.

Event description:
It was reported that prior to use during self check, the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate . The device was temporarily stopped. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).